Event description:
It was reported that blood leaked from the connection of the catheter and adapter with a bd insyte¿ ag¿ bc global yel 24ga x 0.75in. The following information was provided by the initial reporter, translated from japanese to english: blood leaked from the connection of the catheter and the catheter adopter immediately after punctured. Replaced by new product. No health hazard occurred.

Manufacturer narrative:
Investigation: bd received a 24 gauge insyte autoguard blood control unit from an unknown lot for evaluation. A review of the device history record could not be performed as the lot was unknown and there was no returned packaging available to identify the lot. Our quality engineer visually inspected the returned unit and observed a cut on the catheter tubing above the nose of the adapter. Microscopic evaluation of the tubing confirmed that there was a cut. Next, a water/air leakage test was performed and there was visible leakage as well as air bubbles coming from the nose of the adapter. Based off the visual inspection and testing the engineer was able to verify the reported defect. However, since the unit was returned outside of its original packaging the engineer was unable to determine the definitive root cause for this defect.

Manufacturer narrative:
Medical device expiration date: unknown (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the connection of the catheter and adapter with a bd insyte¿ ag¿ bc global yel 24ga x 0.75in. The following information was provided by the initial reporter, translated from japanese to english: blood leaked from the connection of the catheter and the catheter adopter immediately after punctured. Replaced by new product. No health hazard occurred.